Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a sling procedure in 2007. During the procedure, the device failed and the pt leaked urine during a valsalva test. The device was removed and the procedure was completed with a different type of sling device with no consequence to the pt. The pt was released from the hospital the same day with no extended hospital stay.